Manufacturer narrative:
After additional review of the file it was determined that fdp code (B)(4) better applies and will replace fdp (B)(4).

Event description:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) were meant to be included in the initial report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient was using the bathroom every 45 minutes to an hour and the patient did not know what to do so the patient decreased stimulation. The patient reportedly reduced stimulation to 1.2, but the patient did not sleep and their "bottom is red." The patient also reported starting to bleed due to hemorrhoids and the tissue was sensitive due to radiation 5-6 years ago, the hemorrhoids and the radiation were reported to have been pre-existing the implant. The patient stated that their "bowels never went back to where they be at." The patient was reportedly feeling it and it is uncomfortable. This was a sudden change in therapy, however patient confirmed that they could feel stimulation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.